Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® tapered certain® implant 4 x 11.5mm (xifnt411) was returned for investigation with a non zimmer biomet removal tool. Visual inspection of the returned product identified that the implant collar is lightly chipped on one side. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified document type(s) reviewed: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16; page b; precautions + potential adverse events complaint reported that the implant broke during initial placement. The reported event is confirmed following physical examination of the returned product. A definitive root cause for this complaint could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Doctor reports that the implant (xifnt411) broke during initial placement. Doctor removed the broken implant and another implant was successfully placed in the same surgery.